Manufacturer narrative:
(B)(4). Batch # unk. The lot/batch was not provided; therefore, a manufacturing record evaluation could not be performed.

Event description:
It was reported that during the thyroidectomy intervention/surgery the device launched an alarm as if there was an excessive pressure on the handpiece. After the thyroidectomy procedure was performed with har9fm, there was dyspnea immediately after awakening. Laryngoscopy shows paresis and intense edema of the vocal cords with reduced respiratory space and aphonia. The user suspects cause of the respiratory problem is transmission of heat from a distance.